Event description:
It was reported that the patient underwent unspecified posterior surgery using rhbmp-2/acs. The patient has pain, nerve damage from l3 to s1 and extra bone growth on all levels as a result of bmp.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent an unspecified procedure where rhbmp-2/acs was implanted. Post-operatively, the patient "has some of the symptoms of a reaction". No additional information has been provided.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.